Event description:
Information was received that the cadd ms3 pump alarms load error and the pump won't run. Dose or amount: remodulin 32ng/kilograms/minute, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Patient switched to backup pump. No reported adverse effects.